Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon did a purse string and made sure it had circumferential closure before he inserted the stapler transanally. The surgeon fired the stapler. The surgeon removed the stapler from the patient and realized at the 4 o'clock position to 6 o'clock position of the staple line, the staples were not formed properly and did not close to a b-shape formation. The surgeon pulled out 3 open staples and commented that they did not form a b-shape. There was bleeding and the surgeon had to stitch over the staple line to ensure complete homeostasis. The patient did not develop any complications. The procedure was prolonged 20 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.